Event description:
It was reported that prior to insertion the fiberoptix sensor (fos) slide and then the cal key was inserted into the pump. The message on the pump was "cal key connected, connect fos to zero" no recognition of the fos. The user removed the fos and cal key and retried, however, the same message appeared on the pump as before; no reset or balloon inflation was done. At this time, the operator mode was considered for the reset. The iab was inserted and it was at this time the staff noticed that the arterial pressure (ap) cable was missing. The intra-aortic balloon (iab) was removed. Additional information received on (B)(4) 2013 reported that the event occurred in operating room 4 and prior to insertion of the iab the md found that the fos was not working. Nonetheless, the md inserted the iab to be used without the fos. In absence of the ap cable, counterpulsation was not possible. The iab was removed and discarded. Another iab was not used and the outcome of the pt's is unknown.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.